Event description:
It was reported that: "tavi procedure, the membrane of the manta sheath was stiff, and the manta catheter couldn't penetrate it. The doctor had to take new device, and that was ok" associated complaints 3010252479-2025-00032.

Manufacturer narrative:
(B)(4). UDI will be added with the follow up report.

Manufacturer narrative:
(B)(4). UDI number unavailable as the complainant did not report a lot number. No return product evaluation could be completed as the device was not returned for investigation. The device lot number was not reported for this investigation. This complaint is being logged as a general additional complaint to capture the multiple times this event has occurred. The customer mentioned it has happened several times. While inserting the bypass tube through the hemostatic valve of the manta sheath, the surgeon encountered resistance attempting to advance the bypass tube into the sheath hub. The first 18f ce manta device and sheath were removed, and a new 18f ce manta device and sheath were loaded and deployed successfully. The manta instructions for use (IFU) in step 3: insert device: ensure the bypass tube is fully covering and protecting the anchor. Holding the bypass tube between thumb and forefinger, while grasping the manta closure by the delivery tube and bypass tube, insert the bypass tube gradually into the hemostasis valve and the manta sheath hub. If significant resistance is felt when inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta-difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders and only initiate a new nce if it exceeds (B)(4). As specified in an existing CAPA. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders and only initiate a new nce if the occurrence rate exceeds (B)(4). The der process will continue to monitor for any similar events. No risk evaluation is required as the actual severity does not exceed the expected severity per the risk documentation.

Event description:
It was reported that: "tavi procedure, the membrane of the manta sheath was stiff, and the manta catheter couldn't penetrate it. The doctor had to take new device, and that was ok" associated complaints (B)(4).